Event description:
The facility alleges the clips blocked (stapler jammed) during use. No patient injury or medical intervention was reported.

Manufacturer narrative:
Add'l lot#'s: t2349824, t2040272, t2259355, t1996756. Device evaluated by manufacturer: the investigation of similar incidents have been evaluated and corrective actions were implemented as of january 31, 2007. The devices have been received and are currently being evaluated. A follow up report will be filed if additional information becomes available.